Event description:
It was reported that when the bag was inverted, there appeared to be a slit in the bag. Approx 400-600ml of blood was discarded. No pre-donated or bagged blood was required. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the MFR for eval.